Event description:
The contact stated the customer had received some erratic readings. While troubleshooting, it was discovered the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events. The contact was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.